Event description:
Related manufacturer reference number: 2017865-2023-52717. It was reported that patient's atrial lead exhibited noise. During lead revision procedure patient's right ventricular (rv) lead was dislodged. Both lead were explanted and replaced. The patient was stable.